Manufacturer narrative:
The device was returned for investigation. There was no evidence of the reported problem found in the event log. A functional test was performed. The reported failure was not replicated. Upon further investigation, three accuracy tests were performed, and the pump was found to be over delivering instead of the report under delivery to the manufacturing specifications. The pump's expulsor has been previously trimmed down to bring the delivery accuracy test closer to the nominal of a range. One possible, but unconfirmed, problem source was listed as fluid ingression which was found on the pump by the chassis base of the expulsor and upstream occlusion. The expulsor assembly will be replaced. The root cause of the reported failure cannot be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device fails accuracy -13.2%. No patient injury was reported.